Event description:
On (B)(6) 2012, the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2012 at 12:30am. The reporter reported blood glucose readings of "127 mg/dl" with the subject meter and "85 mg/dl" on another meter (ems meter), performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the reporter claimed the patient is on insulin (type/dose unspecified). It is not known if the patient took action regarding her diabetes regimen at the time the alleged issue began. Prior to the start of the alleged issue, the reporter claimed the patient was incoherent, sweaty, and had the chills. At an unspecified date/ time, the reporter indicated emergency medical services (ems) was notified for assistance. When the ems arrived, the reporter stated the patient had eaten liquid jello, took a bite of a sandwich, drank orange juice, and was administered intravenous (IV) glucose; in addition to obtaining a blood glucose result of "40 or 50 mg/dl" from the ems meter. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, an approved sample site was used, the patient's process for testing was correct, and the test strips were in good condition; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter and reportedly received medical intervention from a health care professional (hcp) after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.